Manufacturer narrative:
The referenced pump exchange on (B)(6) 2015 was reported under medwatch MFR report #2916596-2015-01693. The referenced chronic driveline infection was previously unreported. No additional information was provided. There was no report of any current infection. (B)(4). Approximate age of device - 72 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was originally implanted with a left ventricular assist device (lvad) on (B)(6) 2013 and underwent an lvad exchange due to suspected device thrombosis on (B)(6) 2015. The patient's post-exchange course was complicated by right heart failure, and atrial fibrillation with rapid ventricular response. A CT scan on (B)(6) 2015 revealed a temporal-parietal infarct that later resolved. The patient had reportedly been on anti-seizure medications for six months prior to the CT scan. In (B)(6) 2015, the patient's routine laboratory tests showed and elevated lactate dehydrogenase level of 1052 u/l and a sub-therapeutic inr of 1.4. The patient was admitted for treatment with a heparin infusion. The patient was scheduled for a second lvad exchange on (B)(6) 2015 due to suspected device thrombus. However, before the scheduled lvad exchange took place a donor heart became available and the patient underwent an orthotopic heart transplant that day.

Manufacturer narrative:
The report of suspected thrombus was confirmed through the evaluation of the returned device. Examination of the pump upon disassembly revealed a thrombus formation surrounding the rotor¿s bearing cup that appeared to have been within the outlet stator during support. This clot¿s lack of laminated layering indicates that it did not initially form in the outlet stator. While the specific origin of this deposition could not conclusively be determined, its denaturation suggests that it was present while the device was supporting the patient. Although a specific cause for the formation of this deposition could not conclusively be determined through this evaluation, it could have contributed to the elevation in the patient¿s lactate dehydrogenase level and right ventricular failure. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A correlation between the device and the observed thrombus and right heart failure could not be conclusively determined. Device thrombosis and right heart failure are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.